Event description:
A report was received that the patient was experiencing increased pain. It was also reported that the patients ipg had inability to charge. The patient will undergo a revision procedure wherein the ipg will be replaced.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physicians preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing increased pain. It was also reported that the patients ipg had inability to charge. The patient will undergo a revision procedure wherein the ipg will be replaced.